Manufacturer narrative:
The insulin pump was monitored and no unexpected low battery alert, off no power, bad battery, or failed battery test alarms occurred during our testing and the insulin pump had normal operating currents. However, the insulin pump received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having battery issues. The customer did not receive a low battery warning before an off no power alarm. The insulin pump also alarmed failed battery test. Customer's blood glucose level was not reported. The insulin pump had a crack on the upper right hand corner. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.